Event description:
Routine complaint investigation when a consumer reported receiving an incorrect calibration code when attempting to calibrate their brand new meter for the test strips to be used. The combination of calibration codes, if used to perform an assay, could result in clinically significant readings. The kit was supplied to the consumer by a retail distributor. There was no report of death, serious injury or medical intervention associated with the event.